Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode migrated within one week of the implant procedure. An xray was performed and technical services (ts) confirmed that the electrode placement is not optimal and that therapy could be impacted as a result. Revision was recommended. This electrode remains in-service at this time. No adverse patient effects were reported.